Event description:
It was reported to philips that an intermittent grid switch defect caused fluoroscopy stoppage on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube ((B)(4)) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).